Event description:
It was reported that the images on the 9800 sys were very poor when going lateral using high kv and ma. It was noted that the images are flat, have no contrast and are grainy. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier, performed a filament calibration and repaired power cord plug. The sys was tested and found to be working as intended and placed back into svc.